Event description:
It was reported that during a tooth extraction at the user facility the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the visual examination, the device was found to have worn bearings, which is a probable cause of overheating.